Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Product lot number was not returned, therefore the manufacturing date, field age of the device, and device history review could not be determined. The reported device is used for treatment. Without device lot number complaint history search could not be performed. It could not be confirmed if the devices were used in an approved and compatible combination. Adherence to rehabilitation protocol is unknown. Patient had hip construct implanted 25-30 years ago and is experiencing pain. With the acetabular liner being standard poly, and having an in-vivo time of over 25 years, it is probable that it experienced expected wear. A definite root cause cannot be identified with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to eccentric poly wear leading to leg length discrepancies and osteolysis.